Event description:
Olympus was informed that the customer telescope was ¿blurry vision in the lens¿. The customer reported issue was found at an unspecified event. There was no report of death, injury or infection and no person or other was affected.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the image is blurry due to broken lens in the optical system. The rigid outer tube is bent with a loose locking pin. There is fiber breakage at the distal end and scratches on the distal tip. Minor scratches observed on the eyepiece funnel. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
Correction h4: may 8, 2010 should have been selected on the initial report rather than mar 26, 2013. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.